Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.4hardware: iphone15.4cgm sensor type: dexcom g6please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 430 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site on their arm, the pod's cannula was found blocked with blood in the tubing. The patient also mentioned the pod site to have bruising and inflammation. The patient discarded the faulty pod. The patient applied a new pod, and their blood sugar levels came back in range.